Event description:
An arcuate incision cut, which was planned to cut to a depth of 80% of the total corneal thickness, ended up perforating the full cornea. The penetrated cut was not self sealing and had to be sutured. The treatment was completed and no further medical intervention needed.